Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included obesity and paratubal cyst. Concomitant products included salbutamol (ventoline) for wheezing. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourses"), fatigue ("fatigue"), cyst ("other injury(ies) or complication please describe: cysts") and procedural pain ("pain after removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, headache, tooth disorder, dysmenorrhoea, fatigue, cyst and procedural pain outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Normal uterine cavity with normal tubal ostia essure device inserted on the right tube with four coils visible upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Batch no: b82482. Production date: 2013-10-21, & expiration date:2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : event "pain after removal" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included obesity and paratubal cyst. Concomitant products included salbutamol (ventoline) for wheezing. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercoures)"), fatigue ("fatigue") and cyst ("other injury(ies) or complication please describe: cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, headache, tooth disorder, dysmenorrhoea, fatigue and cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Normal uterine cavity with normal tubal ostia essure device inserted on the right tube with four coils visible upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Batch no: b82482 production date: 2013-10-21,expiration date:2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included obesity and paratubal cyst. Concomitant products included salbutamol (ventoline) for wheezing. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercoures)"), fatigue ("fatigue"), cyst ("other injury(ies) or complication please describe: cysts") and procedural pain ("pain after removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, headache, tooth disorder, dysmenorrhoea, fatigue, cyst and procedural pain outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Normal uterine cavity with normal tubal ostia essure device inserted on the right tube with four coils visible upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Batch no: b82482 production date: 2013-10-21,expiration date:2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : event "pain after removal" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included obesity and paratubal cyst. Concomitant products included salbutamol (ventoline) for wheezing. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cyst ("other injury(ies) or complication please describe: cysts") and procedural pain ("pain after removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, headache, tooth disorder, dysmenorrhoea, fatigue, cyst and procedural pain outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Normal uterine cavity with normal tubal ostia essure device inserted on the right tube with four coils visible upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Batch no: b82482. Production date: 2013-10-21, expiration date:2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included obesity and paratubal cyst. Concomitant products included salbutamol (ventoline) for wheezing. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercoures)"), fatigue ("fatigue"), cyst ("other injury(ies) or complication please describe: cysts") and procedural pain ("pain after removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, headache, tooth disorder, dysmenorrhoea, fatigue, cyst and procedural pain outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Normal uterine cavity with normal tubal ostia essure device inserted on the right tube with four coils visible upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Batch no: b82482. Production date: 2013-10-21,expiration date:2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : event "pain after removal" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included salbutamol (ventoline) for wheezing. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cyst ("other injury(ies) or complication please describe: cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, headache, tooth disorder, dysmenorrhoea, fatigue and cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received ¿ case become valid with incident. New event pelvic pain, vaginal hemorrhage, menorrhagia, headache, tooth disorder, migraine, nausea, genital bleeding, dysmenorrhea, dyspareunia, fatigue, weight increased, cyst and device monitoring procedure not performed were added. Product information lot number, indication and date of essure removal were added. Patient information date of birth, height and weight were added. New reporter and consumer address were added. Medical history and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.